Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's next of kin that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 400 to 800 mg/dl at the time of the incident. The customer was at 600 mg/dl at the time of the call. The caller did not mention how they treated. The customer experienced symptoms such as nausea and headache. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The caller alleged pump under delivery as the customer was giving themselves insulin but their blood glucose was not going down. Troubleshooting was completed as the caller declined. The caller stated the customer's pump settings were incorrect. The caller mentioned the customer was in critical condition. The insulin pump will be returned for analysis.